Manufacturer narrative:
No product eval was performed since the graft was discarded by the hospital. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. Five products coated on the same day than the complaint device underwent water permeability testing. Test results were well within product specifications. One product coated the same day, under the same conditions than the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. No conclusion can be drawn. However, product testing performed on similar product would tend to indicate that the device was not defective. Please note that the device was not used in an approved indication.

Event description:
Pt underwent a surgical treatment following a thoracic aorta dissection on (B)(6) 2010. During surgery, it was reported a blood oozing event after a vascular graft was used as a cannula at the axillary artery level for extracorporeal circulation (ecc). Note that it was reported that graft was submitted to high ecc pressures and that the heparin concentration was high (150mg/kg). Graft was removed and discarded at the end of the ecc procedure. There was no reported clinical consequence to the pt.